Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 141 and 220mg/dl. The customer's expected fasting blood glucose test result range is 110 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/29/2019 and open vial date is approximately nine months ago. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer stated the vial is opened for 9 months approximately,customer advised that the test strips are expired after 4 months that the vial is opened. Customer has not changes to diet.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user is testing with expired test strips.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 141 and 220mg/dl. The customer's expected fasting blood glucose test result range is 110 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is (B)(6) 2019 and open vial date is approximately nine months ago. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer stated the vial is opened for 9 months approximately,customer advised that the test strips are expired after 4 months that the vial is opened. Customer has not changes to diet.